Manufacturer narrative:
This reported event has been deemed not reportable. Risk analysis cannot be conducted as there is no reported failure or malfunction of the device and there is no reported harm associated with the use of the angio-seal device. Without any failure or harm that is related to the device, an accurate risk assessment cannot be performed. Based on the information provided, this feedback does not meet the definition of a complaint, as no deficiency was alleged. If additional information is received, the complaint shall be reopened, and risk assessment shall be reviewed.

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information. Surgical intervention was facilitated with the angio-seal.